Event description:
It was reported that the customer was hospitalized with a high blood glucose of 17 mmol/l. It was also stated that the insulin pump was alarming motor error. Troubleshooting was performed, and the insulin pump passed the displacement test, but failed the self test. It was stated that the insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.